Event description:
It was reported that the customer had issues with the insulin pump's battery. The customer's blood glucose level was 3.1 mmol/l. The battery depleted fast. The insulin pump turned off and it worked for a short period of time after he/she changed the battery. The battery had leaked. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube and corroded battery cap contact. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.